Manufacturer narrative:
Additional information was received that the patient had inadequate stimulation. Lead migration was confirmed through x-ray. The patient underwent a revision procedure wherein leads were replaced. The patient was doing well post operatively. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2352-50, serial #: (B)(4), description: linear 3-4 lead, 50cm. Model#: sc-4316, lot #: 18105813, description: next generation anchor kit sterile.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.